Manufacturer narrative:
Additional manufacturer narrative - the reported clinical observation could not be confirmed as the device was not returned to manufacturer. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information received indicates this device was explanted due to endocarditis.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccessful. Without return of device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 4 years and 7 months; the reason for explant is unknown. The explanted device was replaced with a 21mm bioprosthetic valve. There were no reported complications.